Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) rejected 130309a, goldline, button, holster due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during incoming inspection prior to distribution to an end-user this report is being raised based on device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received two 130309a in unopened original packaging. Lot number was verified. Performed a visual inspection of the device, there were no obvious signs of a breach in the seal however, the devices were encroaching into the seal. Performed a functional inspection, the devices were dye leak tested, which indicated that the packaging did not have an insufficient heat seal. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following; inspect and test each device before use. These devices should never be used when: there is visible evidence of damage to the exterior of the devices such as cracked or damaged plastics or connector damage. These devices fail the inspection described herein. Sterility guaranteed unless package has been opened, broken or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.